Event description:
It was reported that the customer's insulin pump had no button response. The insulin pump will be repaired and replaced. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with cracked case on display window corner, broken belt clip slot and minor scratches on display window.